Event description:
It was reported that the siderails will not lock in the upright position. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Investigation is ongoing, results will be submitted in a f/u report.